Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the patient was at home and unexpectedly started excessive vomiting. After an hour of vomiting, her husband and son called an ambulance. She continued constantly throwing up until the paramedics arrived. No treatment was given when emergency medical services (ems) arrived. During this entire time the cgm was showing readings between 100 - 200 mg/dl. Ems transported her to the hospital. When she arrived, the nurses were concerned about her going into a coma because she was so drowsy; they checked her bg value which was 455mg/dl, and she was in diabetic ketoacidosis (dka), however, the cgm was reading 147mg/dl. She was given zofran for the vomiting; it did not work, and she was given another anti-emetic (she could not recall the name), and the second medication stopped the vomiting. She was also given ¿hepracin,¿ (presumed to mean heparin) and IV fluids. She was discharged from the hospital after five days, on (B)(6) 2020, and at the time of the report the following day she was feeling weak but recovering. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.